Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon was using the power ease with the navlock. The 5.5/6.0 solera driver and the orange navlock tracker locked together. Different instruments were brought in to proceed with the surgery. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient weight not made available from the site. Device lot number, or serial number, not available. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. Return requested. Replacement navlock tracker universal orange shipped to site (B)(4) 2014. No parts have been returned to manufacturer for analysis.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.

Manufacturer narrative:
The device was discarded by the site. Therefore lot#, manufacture date cannot be determined and further analysis is not possible.